Manufacturer narrative:
Received samples: no samples of the batch of complaint were received. Preliminary analysis: stock review: once the stock of this batch in warehouse was reviewed, it was verified that currently there are not units of this batch number. Imported/manufactured units: 1,440 units of this batch number were manufactured. Distributed quantity: all units of the batch were distributed to 8 customers, which are located in cities like: (B)(6); additionally this batch number was exported to (B)(6). Background: checked complaint database and it was verified that to this date, there are no additional reports of incidents related to this cause and batch number. Batch record: documentation of the batch was reviewed, in process and finished product quality controls were checked and there weren't found deviations, either alterations during process. Results for batch release: the results obtained for batch releasing, in resistance to tension in the knot, met the requirements for this type of suture; please find table 1 with related data. Table 1: resistance to tension in the knot. Reference value (usp) 2.16 kgf. Analysis of results: minimum 3.09 kgf, maximum 3.71 kgf, mean 3.49 kgf. Sample analysis: as long as it was not received any sample and there aren't available units in warehouse, it is not possible to carry out an investigation which defines the root cause of this incident. To carry out the present analysis it was taken into account the results and records from manufacturing process and batch release. Conclusions: according to previous investigation the complaint was classified as "not evaluable", since there aren't available samples for investigation and as stated by internal review there weren't product failures. Actions: no corrective or preventive actions are taken on this complaint, since from review there weren't identified product failures.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Are. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012.

Event description:
Country of complaint: colombia. Thread broke during surgery.